Event description:
During a percutaneous transluminal angioplasty it was indicated that a balloon was reported to have ruptured at first inflation. A second balloon catheter was used to end the procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.